Event description:
The user's hearing performance with the device is affected. When the user visited the clinic channels with abnormal impedances were found.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device was affected. When the user visited the clinic channels with abnormal impedances were found. The user was re-implanted on (B)(6) 2023.

Manufacturer narrative:
Overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
According to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation at the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. When the user visited the clinic channels with abnormal impedances were found. Re-implantation is considered, however a date has not been scheduled yet.